Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an 11 cm abdominal aortic aneurysm. The aortic neck was long and straight without calcification or thrombus. The left iliac artery was straight, but there was complex anatomy on the right side, with the right iliac artery starting higher than the left iliac and entering the aneurysm at a 90 degree angle with several sharp curves distally. It was reported that during the implantation of the aneurx bifurcated stent graft, there was significant difficulty when trying to cannulate the gate (MDR#2953200-2009-00595). After snaring a sheppard's hook from the contralateral (right iliac) side, the gate was eventually able to be cannulated. Then, after deploying the contralateral limb (MDR#2953200-2009-00596), a slight distal endoleak was observed as a contrast stain, so the physician elected to extend the limb with an aortic extender cuff. However, after deploying the aortic extender cuff, a significant endoleak was present, which was thought to be due to a perforation. The physician then elected to implant an iliac limb extension, which successfully resolved the endoleak, and the final angiogram showed no leaks. No additional clinical sequelae were reported, and the pt is fine. Medtronic received pre-operative films, which were evaluated by an independent contracted physician, and the following interpretation was provided: review of the pre-operative cta is performed. There is a 41 mm long proximal neck that measures 22 to 24 mm in diameter. There is minimal thrombus and calcium in the neck. There is an 11 cm abdominal aortic aneurysm with a pt inferior mesenteric artery present. There is circumferential thrombus in the aneurysm sac. The distal aortic bifurcation is 84 mm in diameter. The aneurysm sac hangs over the iliac arteries especially on the right side. The right and left common iliac arteries are 13 to 14 mm on the right and 17 mm on the left. There is significant tortuosity on the right side and minimal tortuosity on the left side. The external iliac arteries are 8 mm. There is a normal runoff of the legs bilaterally. There are no intra-operative or post-operative films for evaluation. Impression: this is a difficult anatomy to fix with endovascular repair. There are no intra-operative or post-operative images for review, so is difficult to assess if there were any embolizations or endoleaks at the end of the procedure.

Manufacturer narrative:
Other (intervention required) - evaluation results/conclusion: other (films reviewed), (endoleak, arterial trauma/dissection/perforation), (complex right iliac artery morphology with severe angulation).